Manufacturer narrative:
Investigation summary ==> no product return asae (major bleed): site oozy with supratherapeutic pt, heparin paused. Resolution was unknown. The cause of the access site adverse event was not determined due to insufficient clinical details. Device history lot ==> device lot- 1988107. Device history batch ==> subcomponent - n/a. Device history review ==> the pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the insertion site was oozing in the setting of a supratherapeutic partial thromboplastin time (ptt), and the heparin infusion was paused. The patient¿s care was subsequently withdrawn, and the patient expired.